Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low battery alert. Customer's blood glucose level was over 600 mg/dl. Troubleshooting for low battery was performed. Customer does not wear the sensor and also had a no delivery alarm. Customer used a brand new battery for the device and are still having failed battery test. Troubleshooting for the failed battery test was performed. Customer was able to clear out the failed battery test and did not get an alarm after troubleshooting. Customer was advised they would be sent out a new battery cap as a courtesy to rule out battery cap issues.